Manufacturer narrative:
It was also noted that the pt expired which has been previously reported under medwatch MFR #0002916596-2014-00694. No further info is available at this time. The attached user facility report #(B)(4) was received from the (B)(4) registry. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported event of increased nausea, vomiting, elevated brain natriuretic peptide and elevated liver function studies could not be determined through this evaluation. The patient remained ongoing on vad support until expiring on (B)(6) 2014 (refer to: medwatch MFR report #0002916596-2014-00694). An autopsy was not performed and the pump was not explanted. The instructions for use lists hemolysis and hepatic dysfunction as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device. Per user facility report received on (B)(6) 2014 from the (B)(4) registry: the pt was admitted due to increased nausea, vomiting, elevated brain natriuretic peptide (bnp), and elevated liver function studies (lfs). The pt's plasma free hemoglobin (hpf) was 40 mg/dl and the lactose dehydrogenase was 2091 u/l. The pt was placed on heparin. Referent uf/importer report # (B)(4).